Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the load involved with the ¿cycle cancelled due to leak in steamer¿ issue was not released to patients. As a result, this complaint is deemed not reportable for unknown load status.

Manufacturer narrative:
(B)(4). Load not recalled. A field service engineer (fse) was dispatched to address the reported event. A leak was found in the vaporizer that did not reflect in leak tests. The vaporizer assembly was replaced to resolve the issue. The leak and cycle tests were run without a load and completed successfully. There have been no further reports of the issue to date.

Event description:
It was reported that a cycle cancelled during stages one (1) and two (2) in pump chamber of a sterrad nx and it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection.&#2049;s a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.